Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, it was confirmed the purge disc flag had broken/snapped off of the purge assembly. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported during setup the automated impella controller ( aic) would not recognize the purge disc. Staff attempted using a different/second purge cassette and encountered the same problem. Swapped to a new aic and were able to proceed with case. No patient harm was reported.